Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency and the product was not returned. The reported patient effect of dissection, as listed in the xience v everolimus eluting coronary stent system instructions for use is a known adverse event associated with coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a moderately tortuous, moderately calcified and 99% stenosed mid left anterior descending artery. A 3.0 x 15 mm xience v stent was implanted and after implantation, a dissection was observed at the distal edge of the stent implant. A 3.0 x 12 mm xience v stent was implanted to cover the dissection. There was no clinically significant delay in the procedure. No additional information was provided.